Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including inspection for proper coaptation. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2025, a 27mm epic max valve was chosen for an aortic valve replacement due to severe stenosis¿regurgitation in a bicuspid valve. The implantation of the aortic prosthesis was performed using interrupted sub-annular sutures with pledgets. The procedure was carried out without any technical difficulties. Following separation from cardiopulmonary bypass, a transesophageal echocardiographic assessment was conducted, revealing a mild, centrally located intra-prosthetic regurgitation. It seems consistent with retraction of one cusp. There was no lesion, tear, or any other damage was visible on the cusp and no intervention was performed for the intra-prosthetic regurgitation. The patient has currently been discharged in good general condition and is asymptomatic.

Event description:
It was reported that on (B)(6) 2025, a 27mm epic max valve was chosen for a aortic valve replacement due to severe stenosis¿regurgitation in a bicuspid valve. The implantation of the aortic prosthesis was performed using interrupted sub-annular sutures with pledgets. The procedure was carried out without any technical difficulties. Following separation from cardiopulmonary bypass, a transesophageal echocardiographic assessment was conducted, revealing a mild, centrally located intra-prosthetic regurgitation. It seems consistent with retraction of one cusp.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.